Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had impedance issues with the left ins: c0: 7722 ohms, c1: 1299 ohms, c2: 593 ohms, c3: 588 ohms, 01: 13,8k ohms, 02: 14,1k ohms, 03: 14.,2k ohms, 12: 1285k ohms, 13: 1280 ohms, 23: low ohms. The caller reported the x-ray was done and connection was fine. It was unknown if the patient was having therapy issues. The caller reported the patient¿s had a replacement done on (B)(6) 2018 and impedances were fine, no issue. The caller reported no falls or trauma. The caller mentioned the previous patient had impedance issues with the tablet, and the caller said those issues were reported. There were no further complications reported. Additional information was received: it was reported that when asked if the impedances had been measured with the 8840 and resolved the rep said no, the impedances were only checked with the tablet. There was no information regarding a previous patient as well. The cause of the impedances was not reported, and the actions/interventions taken to resolve the issue were taking an x-ray on (B)(6) 2019. The resolution of the impedances was unknown. There were no further complications reported. Additional information was received from the hcp. It was confirmed the patient did have impedance issues although it was unknown why. It was noted the patient had a number of falls. The impedances issues were not on therapeutic contacts so they left it alone and would continue observation. Additional information was received from the rep stating the aware date of the issue was (B)(6) 2019. There were no further complications reported.